Event description:
Consumer called stating that the meter is reading mmol/l instead of mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). This report is being filed due to the identification of a new failure mode for this device. Based on an investigation of existing complaints, we determined that this report should be filed and is now being filed based on the date of the complaint call.